Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and confirmed that the issue was resolved after speaking to technical support. It was confirmed that there were no errors in the logs, and that there had not been any subsequent issues. Not site visit was conducted, and no products were serviced or replaced. Based on the current information provided, the cause of the reported issue cannot be determined. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2022 has been performed by an isi regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is reportable due to the following conclusion: it was alleged that the arm moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the user reported that arm 4 was drifting when deployed for docking. There were no further issues at the time of the call as the customer called in after the issue. The customer noted that the arm was draped at the time, but that now it was not draped. The technical support engineer (tse) advised the customer to make sure that the drape is not too tight and therefore engaging the "grab and go function". The customer noted the guidance and said that they would check that if the issue happened again. The procedure was completed with no reported injury and no further issues. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.